Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported delivery accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was dropped a couple times and no longer delivering fluids accurately. The patient did not get the entire dose of antibiotic. The patient's medication was changed due to his inability to handle the pump as an outpatient. There was no patient harm.